Manufacturer narrative:
Visual inspection revealed that the balloon was detached and stripped away from the core wire. The detached balloon was not returned with the device. The distal end of the polyimide shaft was curled and showed evidence of being flattened. Exam of the balloon proximal bond area showed that misalignment and excessive force may have been applied during catheter withdrawal through the advancer tube. A misalignment of the advancer tube and angular contact may damage the balloon proximal bond. Based on the info provided and the investigation performed, the balloon detachment was most likely caused by a misalignment of the advancer tube with the tissue tract during catheter withdrawal. The review of the lhr (lot f1126511) indicated that the device lot met all established criteria prior to shipment.

Event description:
It was reported by the aci distributor that a pt underwent an interventional peripheral procedure on (B)(6) 2012. It was reported that a mynx vascular closure device 6f/7f was used for closure of the access site. Allegedly, after deflation of the balloon, it was noted that the device got a "little stuck" coming through the advancer tube. When the device was retrieved it was noticed that the balloon was missing from the device. An echo test was performed at the end of the procedure and everything seemed to be ok. The balloon was reported as not found, and no surgical action was taken.